Manufacturer narrative:
Corrected initial date received by manufacturer: 12/05/2017.

Event description:
A user facility contact stated the power plug of a hemodialysis machine was discolored, and showed signs of melting and was notified that the smoke detector had gone off last night. The charge nurse stated the machine was off and no one was in the dialysis area and a maintenance person unplugged and tagged the machine as defective with a burnt plug. Additional follow-up was made with the charge nurse, who confirmed there was no patient involvement and no injury occurred. The charge nurse stated the machine was off at the time and it was unknown may have attributed to the smoke detector going off, and no one was present to confirm whether smoke came from the power plug. Per charge nurse no burning smell, smoke or visible flame was reported as a result of the reported burnt electrical cord. The charge nurse stated the machine was removed from service, the power plug was replaced and the machine was placed back in service without any further issue. The charge nurse stated the previous power cord was discarded.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility contact stated the power plug of a hemodialysis machine was discolored, and showed signs of melting and was notified that the smoke detector had gone off last night. The charge nurse stated the machine was off and no one was in the dialysis area and a maintenance person unplugged and tagged the machine as defective with a burnt plug. Additional follow-up was made with the charge nurse, who confirmed there was no patient involvement and no injury occurred. The charge nurse stated the machine was off at the time and it was unknown may have attributed to the smoke detector going off, and no one was present to confirm whether smoke came from the power plug. Per charge nurse no burning smell, smoke or visible flame was reported as a result of the reported burnt electrical cord. The charge nurse stated the machine was removed from service, the power plug was replaced and the machine was placed back in service without any further issue. The charge nurse stated the previous power cord was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility contact stated the power plug of a hemodialysis machine was discolored, and showed signs of melting and was notified that the smoke detector had gone off last night. The charge nurse stated the machine was off and no one was in the dialysis area and a maintenance person unplugged and tagged the machine as defective with a burnt plug. Additional follow-up was made with the charge nurse, who confirmed there was no patient involvement and no injury occurred. The charge nurse stated the machine was off at the time and it was unknown may have attributed to the smoke detector going off, and no one was present to confirm whether smoke came from the power plug. Per charge nurse no burning smell, smoke or visible flame was reported as a result of the reported burnt electrical cord. The charge nurse stated the machine was removed from service, the power plug was replaced and the machine was placed back in service without any further issue. The charge nurse stated the previous power cord was discarded.